Event description:
The user facility reported that the device fell apart during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d2a, d2b, d9, h3. Additional info h6 h3 other text : discarded

Event description:
The user facility reported that the device fell apart during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.